Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The examination of the contested bone spreader shows that the edge of the flap is chipped and therefore the holding mechanism does not work. The exact cause for this problem cannot be determined.

Event description:
It was reported that there was a defective ratchet mechanism. This is report 1 of 1 for complaint (B)(4).